Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 60s-range mg/dl (advantage) and 120 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system. (B)(4).

Event description:
It was reported to boston scientific corporation that an rx pre-curved ercp cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, post procedure, they noticed that the tip of the cannula was longer than usual. The procedure was completed with another rx pre-curved ercp cannula. The complainant was unable to confirm if the tip was damaged. Additional requests have been made to obtain information regarding the details of this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.